Event description:
It was reported that there was a communication problem. It was noted that on the day prior to the report, the stimulation was still on. It was noted that the patient had been using the recharger for 4 years and was familiar with the best placement. It was noted that the patient normally charged every other day. At the time of the report, it was reviewed how to reposition the antenna and press the start charge button, but this did not resolve the issue. It was noted that the recharger antenna was damaged. It was further reported that the patient stopped feeling stimulation on the night prior to the report and could not connect with the recharger. It was noted that the patient would be getting a new recharger antenna. The reporter noted that the implantable neurostimulator stopped working. It was noted that there was a loss of therapeutic effect. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n294755, implanted: (B)(6) 2011, product type accessory; product ID 37092, lot# 279720001, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37092, lot# 279720001, implanted: (B)(6) 2011, product type accessory. (B)(4).